Manufacturer narrative:
Additional narrative: product investigation: product drawing from time of manufacture was reviewed during this evaluation. No drawing discrepancies were identified. The dynamic hip system ¿ general / dhhs design document adequately addresses the complaint condition ¿broken: intraoperatively.¿ specifically, the function ¿strength of instrument, whole system except connecting screw and dhs/dcs wrench¿, with a hazard of ¿breakage/bending of instrument.¿ the impactor was likely damaged through normal wear and tear associated with length of usage. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Service history review: lot 4361004 (updated) no service history review can be performed as this is a lot controlled item. The manufacture date of this item is december 27, 2001. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip fracture procedure, the end of a dhs/dcs coupling screw broke inside of a lag screw. The broken, threaded end of the coupling screw was removed with a set of pliers from the lag screw and the lag screw was re-inserted in the femur without using a coupling screw. While the surgeon attempted to put the plate on the lag screw, the dhs/dcs impactor broke. It was reported that without using the coupling screw, the lag screw may not have been properly aligned to the plate. The surgery was completed with a 10-15 minute delay with no harm to the patient. The patient outcome was noted a ¿fine¿. Reportedly the dhs/dcs coupling screw and dhs/dcs impactor set look like it was old. The fragments were easily removed without any additional intervention. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 18-aug-2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the item looked like it was old. The repair technician reported the impactor tip was damaged, and the impactor shaft had no etch/logo. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device is an instrument and was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.